Manufacturer narrative:
Product ID: 8781, lot#: n572723006, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-aug-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient who was receiving unknown drug via an implantable pump for unknown indication of use. It was reported that during pump replacement, the pump was removed carefully to avoid damaging the catheter. At this time, there was no problem when aspirating drugs from the catheter. The pump was then connected to the catheter, and the spare catheter was torn off just by applying a little tension when the catheter was being prepared (the catheter was being stretched) in order to fit behind the pump. It was indicated that the catheter split into 4; one was torn off, then it was found that another had been torn off and one was cut off. For the other two pieces, connecting the torn off catheter using the connector from the accessory kit was tried, but it was not flexible and could not be pushed into the connector, so it was cut so that a slightly softer portion would appear. After the catheter was cut, it was found out that the catheter was hard in some areas and not in others. It was like a rubber hose left out in the rain. It was noted that this has not been experienced before. Additional information was received from the foreign healthcare provider (hcp) via the foreign distributor (dist) on 2022-dec-14. It was reported that an accessory kit had to be used as a result of the catheter tearing.

Manufacturer narrative:
H3: a partial catheter was returned in four segments. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage on the catheter body which is consistent with explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.